Event description:
It was reported that balloon rupture occurred. The target lesion was located in a heavily calcified vessel. An unknown size of emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. No patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. B3 date of event: the first date of the week was used (B)(6) 2025 as the reported event was mentioned to have occurred earlier in the week.